Event description:
An 18 y/o with diagnosis of congenital complete av block, status post revision of ventricular lead presented for follow-up care with generalized swelling of face, feet and hands. EKG results suggested that her pacemaker was not functioning properly. It is suspected that during interrogation of the device with the programming head that the device functions properly. However, following interrogation without the programming head the device began pacing in a dual chamber.